Manufacturer narrative:
Section d4 primary UDI number has been updated.

Manufacturer narrative:
Information indicates corrections to the event and awareness dates of the complaint record, both now reflected as october 23, 2025, as initially reported. To ensure alignment across reporting, the event date was repopulated to b3 (date of event) and is confirmed as the awareness date for initial reporting. Correction. Catalog and serial numbers were also updated, corrected accordingly.

Manufacturer narrative:
Additional information was received identifying october 31, 2025, as an event date. However, october 23, 2025, is confirmed as the onset of the first event, with subsequent event dates, including october 31, 2025. The date of october 22, 2025, was inadvertently reported in follow-up 1. The correct date of event is october 23, 2025, which has been updated in b3.

Manufacturer narrative:
Additional information has been provided in b3 (updated event date to 10/22/2025). Additional codes were added in h6 (health effect-impact code and health effect-clinical code). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 63-year-old male with acute on chronic heart failure (scai e) and a flail posterior mitral leaflet was initially stabilized with an iabp as a bridge to surgical decision-making. Due to clinical deterioration, impella 5.5 support was initiated. During bridging to surgery, the patient developed hemoptysis, which was managed by reducing anticoagulation and performing daily bronchoscopies. After eight days, the patient underwent mitral valve replacement (mvr) and aortic valve replacement (avr). Intraoperatively, the team elected to exchange the original impella 5.5 for a second device due to the anticipated need for prolonged support and concern for possible contamination of the first pump (blood cultures positive for staphylococcus epidermidis and suspicion of fungal pneumonia, patient was also febrile). During placement of the second impella 5.5 via the aorta, a cardiac perforation (likely in the sinus region), attributed to fragile tissue, occurred and required immediate surgical repair. Postoperatively, the patient experienced significant bleeding, necessitating a redo surgery and multiple transfusions. Crrt was initiated for acute kidney injury. A cardiac arrest occurred postoperatively, but rosc was achieved quickly. After a total of 11 days of postoperative mechanical circulatory support, the patient was successfully weaned from the device still on crrt.